Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that more than one fluid leaked in the coulter lh 500 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) did not observe the leak. The fse performed a preventive maintenance. The fse validated the system.